Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had physical damage. Customer states that display of insulin pump was not readable as crack was seen on it. Customer also states that they had unexpected alarms. Customer's blood glucose was 6.3mmol/l at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test or verify any pump errors or alarms due to blank display.